Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19211. It was reported that patient was experiencing ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2021 where a new l4 drg lead was added, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.